Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between may 26th, 2022 and may 27, 2022. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulate matter was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred between january 04, 2023 to january 31, 2023. Should additional relevant information become available, a supplemental report will be submitted.